Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was going to fire the first clip on cysticus. When pressing the handle the clip came out in the jaws, but the clip did not form properly. The clip was not fixed to the cysticus and came off. When pressing the handle again to fire a new clip, the same thing happened, and also the third time. When taking the instrument out of the patient and trying to fire more clips, we could see that the clips not was formed as they should and did not "clammer" tight enough. No patient consequences reported. Procedure was prolonged by five minutes. Completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.